Event description:
On 11/30/04, the pt contacted lifescan and reported that her one touch ultrasmart meter kept displaying the error 5 message. There is no allegation of harm or serious injury. During troubleshooting, it was verified that the pt's testing technique was correct and that the condition of the test strips was good. She was asked to retest and the error 5 message appeared on the display. Therefore, the issue was not resolved. She was experiencing light-headedness, blurred vision, was feeling sweaty and dizzy at the time of concern. Her blood glucose was not tested on any other device. Based on the info provided, there is indication that the product had malfunctioned and that it meets the criteria for a medical device reportable. However, there is no info to suggest that the pt experienced injury due to the product. This case is reported as a meter malfunction since the error 5 issue was not resolved. A replacement meter, test strips, and control solution were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.